Event description:
A medtronic service team member received a call from a (B) (4) hospital on (B) (4) 2008 stating that a cable had deteriorated. The door was inoperable and required repair. The cable came apart while the door was being opened. There were no reports of patient or user injury as a result of this incident.

Manufacturer narrative:
The cable assembly was returned to the manufacturer and evaluated. The failure mode was confirmed and was similar to results observed during accelerated life testing of the product. Further information received from the customer confirmed that the use of the device exceeded the useful life of the cable. This information is in alignment with the current risk management file for the product. The current product labeling (service manual) recommends a visual inspection and functionality check of the cable on a periodic basis.